Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
During surgery, the plastic of the sleeve that insulates the rods of the scissor started to peel off in pieces which spread inside the patient. The product intended for one use was re-sterilized and reused by the hospital. Type of intervention: unk. Patient status: stable.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.